Event description:
Information received indicates the valve was explanted due to regurgitation and from dilatation of the aorta root. During retrieval, a perforation was detected on the left wall of the valve. The left wall also appeared stiff and somewhat calcified. No abnormalities of the valve cusps were seen. The valve was replaced with no additional patient complication reported.

Manufacturer narrative:
Analysis: gross analysis shows the dilatation of the aortic root prevents the leaflets from closing properly, leading to the aortic regurgitation. Dehiscence of the left right commisure appears to be the result of the dilatation and would also contribute to the leaflets not closing properly. The leaflets are flexible and intact. The aortic wall appears thinned and dilated with a perforation above the right cusp. Radiography shows small to moderate areas of mineralization in the valve. Conclusion: analysis of the returned valve confirms the dilatation of the valve, which could lead to the reported regurgitation. We are unable to determine the cause for the event.